Event description:
On (B)(6) 2011, pt underwent total shoulder replacement surgery using ascension orthopedic's titan modular shoulder system. In post-surgery consult, physician stated "surgery went well bone is good". Before leaving the hosp, pt felt and stated to medical staff that the implant felt loose. Pt stated same to doctor at 1st and 2nd post-surgery visit and complained of increasing pain. On (B)(6) 2011, at the 3rd post-surgery visit, physician agreed to CT the shoulder when it was discovered that the implant had spun around; the head had hung up on the glenoid; and the implant was rising out of the humerus. A revision surgery was then performed on (B)(6) 2011 during which the physician used a larger implant and cemented it in place. In post-revision surgery consult, physician stated "it couldn't be helped the bone is soft". Pt suffered nerve damage; continuous pain and much more limited range of motion than before the initial surgery. Multiple physical therapy dates until insurance ceased coverage. Continues to see different physician for nerve pain.